Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 386 mg/dl earlier in the day. The customer stated that elevated bg level is due to taking steroid medication (prednisone). The customer had set a temporary basal rate for 24 hours to address the effects of the medication. However, the customer did not realize that the temporary basal rate was scheduled to end at 8am. After which time, the customer's bg level became elevated. The customer adjusted the pump personal profile settings, per the customer's health care provider's (hcp) recommendation, and bg level returned to target level.